Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential inhibition. Upon electrogram review, low level, high frequency noise which inhibited pacing was noted. The possibility of myopotential oversensing was discussed. Programming changes were discussed. No intervention reported. The patient was stable and will be monitored with routine follow-up.